Manufacturer narrative:
Customer contact phone number: (B)(6).

Event description:
It was reported that the needle broke apart in the area within the hinge of the deltec gripper plus. More specifically this was observed when pulling and releasing the safety mechanism. The product problem did not cause or contribute to any adverse health effects for the patient.

Manufacturer narrative:
Twelve pictures were attached and it could be seen that the safety mechanism was broken and the needle was out of it. The complaint is confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.